Event description:
It was reported that the patient was admitted on (B)(6) 2015 with increased heart rate and respiratory rate; and was managed for autonomic storming. Their legs became increasingly rigid, also reported as increased spasticity, and their creatine phosphokinase (cpk) levels continued to rise. Neurosurgery was consulted on (B)(6) 2015, and accessed the catheter access port (cap) for a dye study, but could not aspirate cerebrospinal fluid (csf). A lumbar drain was placed and intrathecal baclofen was infused via an external pump to manage withdrawal. The patient was taken to surgery on (B)(6) 2015 to replace the catheter, and a break in the distal catheter was noted, just distal to the butterfly anchor at the entrance to the spinal canal (at approximately the 30 cm mark). The catheter was intentionally cut at the 59 cm mark in the pump pocket to allow for removal of the catheter through the spinal incision. The product issue was resolved. The patient status at the time of the report was alive with injury. The pump system was being used to infuse gablofen. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that no other actions besides the revision were performed, except to stabilize the patient on a dose. This was done and the patient was doing well and receiving good therapy.

Manufacturer narrative:
Analysis of the catheter found sc connector coring-tears-cuts in seal which met leak criteria. Analysis also noted a catheter body user-related hole.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.